Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 203 and 189mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (date / time not set): 174mg/dl (B)(6) 2016 06:58 pm fasting: yes, 454mg/dl (B)(6) 2016 05:16 pm fasting: yes, 439mg/dl (B)(6) 2016 05:15 pm fasting: yes, 457mg/dl (B)(6) 2016 05:08 pm fasting: yes, 218mg/dl (B)(6) 2016 09:37 pm fasting: yes. Memory concerns: customer concerned with the results dated from (B)(6) 2016.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 203 and 189mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 11/30/2016. The meter memory was reviewed for previous test result history: (date / time not set): (B)(6). Memory concerns: customer concerned with the results dated from (B)(6) 2016.